Event description:
It was reported that pa tried to remove the bone screw without removing clamp which caused the tips from two of the screws to break. It is unknown if fragments fell in the patient's wound. No surgical delay or further complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used for treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A relationship, if any, between the subject device and the reported event could not be determined. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review identified prior similar events. This failure mode will be trended to assess for any necessary corrective actions. The navio surgical technique for tka released at the time of the complaint provides detailed instructions for placing and removing the bone pins and tracker arrays. This failure mode is identified within the risk assessment. Root cause undetermined after investigation. A factors that could have contributed to the reported event is if the bone pin is held rigidly in place during removal.